Event description:
Info was received that reported a pt was treated for infection. The pt reported that his infusion site was red and indurated after the infusion set was in for 2 days. Reportedly, the pt was received topical antibiotics from his physician to treat a localized infection at the patients insulin set infusion site. It was reported that the pt uses his abdomen for his sites.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.